Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 3067 - handpiece. Health effect - impact code: 4648 - insufficient information. Health effect - clinical code: 4580 - insufficient information. Medical device problem code: 2588 - defective device. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that the arm links stuck. It is unknown when this event occurred, whether there was a delay in the procedure, whether the product was changed out, or if the surgery was completed successfully, or if there was any effect on the patient results of the surgery, or blood loss. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility. As per the user facility, the lock lever for the clamping part is defective and the end tip will not move. The first handle was with loose lock and the second unit cannot hold a rake retractor.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 14, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date); g3 (date received by manufacturer) ; g6 (indication that this is a follow-up report) ; h2 (follow-up due to additional information) ; h4 (device manufacture date); h6 (identification of evaluation codes 3331, 4114, 3259, 12). Type of investigation #1: 3331 - analysis of production records. Type of investigation #2: 4114 - device not returned. Investigation findings: 3259 - improper physical structure. Investigation conclusions: 12 - cause traced to device design. The affected sample was not returned; therefore, a thorough investigation could not be performed. An engineering investigation and CAPA has been completed and design changes have been implemented to prevent recurrence. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.